Event description:
My hip is a stryker ceramic on ceramic cementless. The cup is a "trident hemispherical acetabular cup." The surgical note says "... A +4 mm, 28 - mm accolade luminous ceramic femoral head component was placed over the morse taper of the proximal stem and hammered into position..." I have had nothing but trouble with this prosthetic hip. Pain in the femur, pain in the groin, pain at the greater trochanter area, pain in my right knee and foot. My biggest complaint has been inability to sit for very long and inability to flex my hip to dress or get in the car and of course the pain. Somedays my right leg refuses to work and I seem to drag it along. My doctor recently started talking about replacing the 4 1/2 year old hip so, a few days ago, I began looking for what prosthetics are available - then I found on the internet that others have had all sorts of trouble with this stryker ceramic on ceramic cementless hip. Having this hip has been devastating, why was stryker not been mandated by the FDA to notify every pt who received this hip and give them a heads up. My husband called stryker and asked this question. He was told: "because it is not a safety issue." Stryker thinks total hip replacement surgery and incapacitating pain are not safety issues? How irresponsible of them! How irresponsible of the FDA to let stryker get away with this attitude! Why was I informed about all the troubles with this hip and let to believe my pain had other causes - or no cause? People first, not device makers. I think the FDA has been in error to not ensure that stryker notify pts of the problem with its devices. Hip replacement surgery is not safe, people die from anesthesia, from infection and medical mistakes. This is a safety matter. You need to take action against stryker! Was I put in a clinical trial for this hip without my permission? Who tested out this hip and when? What is going on? Route: intrasynovial. Dates of use: (B) (6) 2005 - (B) (6) 2010, four and one half. Diagnosis or reason for use: necrosis of the hip.